Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty recharging her ipg due to its location. As a result, the patient's ipg was positioned more superficially via surgical intervention. Surgical intervention resolved the patient's issue.